Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: during investigation the pump was powered on to a dim display with letters having a red hue. Unrelated to the original complaint, a crack in the battery compartment was found along the side, and from the case seal to the bumper. The battery cap threads were stripped and the battery cap was unable to be secured. A test cap was able to be secured for testing. Additionally, the bolus button cover was torn but responded appropriately to user input. The keypad was peeling.